Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with trial lead on (B)(6) 2011. It was reported that the patient was hospitalized due to a mild heart attack. The lead was explanted and discarded on the same day as the reported event. No further information is available.